Event description:
It is reported that a customer has physical damage in the form of cracks and missing pieces on their insulin pump after trying to take the battery cap off. The patient's blood glucose level was at 250 mg/dl. The customer also states that there was a hospitalization in august with a blood glucose level over 500 mg/dl at the time of admission. Customer stated they were hospitalized for their high blood glucose levels. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No failed battery test alarm noted. Unit functioned properly. Unit received with out original battery cap. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.